Manufacturer narrative:
A thorough investigation was to be performed to determine the cause of the reported problem. The suspected parts could not be obtained for further failure analysis. The system has returned to service with no similar issues reported.

Event description:
It was reported the epiq 7g ultrasound system was not available during a critical procedure. The system intermittently shut down during a dilation and curettage procedure. The customer decided not to use the system for ultrasound guidance and completed the procedure successfully without it. There was no patient or user harm associated with this event. The service engineer evaluated the system and replaced the hard drive, cables and reloaded the software to address the customer's immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.